Event description:
Patient was undergoing a laparoscopic cholecystectomy under general anesthesia. One of the cautery cords that is packaged in-house with the lap chole set ((B)(4)) was in use and working normally when the surgeon noted that it suddenly ceased working. Upon inspection of the cord by the surgeon and the scrub tech, they realized the cord had burn completely through, fracturing the cord into two (2) pieces. No injury to patient or staff. Cautery unit set on "normal cautery level."